Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) and bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by a nurse that was with patient that the patient had a magnetic resonance imaging (MRI) on (B)(6)2024 and the logs revealed a stall and tube set error on (B)(6)2024. It was also reported that the patient did not hear the pump alarm but was feeling somewhat "under the weather". Agent explained telemetry stated as the logs today reveal a motor stall recovery with the update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.